Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that a few days after an initial revision surgery, an esophageal perforation caused by the reflex system was found. Revision surgery was done to remove the reflex plate and screw and treat the esophageal perforation. This report represents the plate.

Event description:
It was reported that a few days after an initial revision surgery, an esophageal perforation caused by the reflex system was found. Revision surgery was done to remove the reflex plate and screw and treat the esophageal perforation. This report represents the plate.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot number was not provided and could not be obtained. From the surgical technique: these systems are indicated for temporary stabilization of the anterior spine during the development of cervical spine fusions in patients. The surgeon must warn the patient of the surgical risks and made aware of possible adverse effects. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. For diseased patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopaedic devices may be considered only as a delaying technique or to provide temporary relief. There are several factors that could have led to the esophageal perforation including: plate/ screw migration to sensitive anatomy and/or patient factors. The plate pull-out could be a result of screw migration compromising plate stability. However, due to lack of information, an exact root cause could not be determined.